Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon to remove a less than 1 cm sessile polyp during an unknown procedure performed on an unknown date. During the procedure, the physician reported multiple cases where cold snare devices were not cutting as effectively as usual. There were instances that it was unable to cut and sometimes it was difficult to cut. There are some procedures that were completed using the original device and sometimes with another of the same device. There were no patient complications reported as a result of this event.